Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a (non-endologix) medtronic thoracic stent graft to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately (7) seven years after post initial procedure, the patient underwent a computed tomography (CT) scan where there was evidence of a type 3b endoleak of the afx bifurcated stent graft with aneurysm enlargement. There was also a type 1a endoleak and migration of the (non-endologix) medtronic thoracic stent graft. The patient is reportedly doing good and is being monitored.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, and a (non-endologix) medtronic thoracic stent graft to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately (7) seven years after post initial procedure, the patient underwent a computed tomography (CT) scan where there was evidence of a type 3b endoleak of the afx bifurcated stent graft with aneurysm enlargement. There was also a type 1a endoleak and migration of the (non-endologix) medtronic thoracic stent graft. The patient is reportedly doing good and is being monitored. After the initial report, additional information was received reporting that dr. (B)(6) sent the patient to dr. (B)(6) at (B)(6) hospital. The patient successfully treated with a fenestrated cook (non-endologix) graft. The date of reintervention is unknown. The final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak and sac growth of 4.4mm are confirmed. The additional endovascular procedure is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation for the type iiib endoleak and sac growth is user related. Procedure related harms for this complaint could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The sac growth of 4.4mm does not meet the 5.0mm minimum criteria. The neck diameter was off label (should be 18-32mm). There was concomitant product use of a non-endologix proximal extension. The inferior stent margin of the non-endologix proximal extension migrated, and the distal edge of the stent was where the type iiib was. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata. B2: outcomes attributed to ae - updated b5: describe event or problem - updated g3: awareness date ¿ updated h6: health effect - clinical code - remove 1708 h6: health effect - impact code ¿ remove code 4648 h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.